Event description:
Additional information: it was later reported that the cause of the event was unknown and that the patient had no injury or signs and symptoms from the event, "nothing". The pump contained lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician programmer showed a message "pump stopped due to safety count" after the pump was updated. The device was interrogated and a couple of minutes later the safety count warning was noted again, however, the infusion mode showed flex with the updated information from the last update. Healthcare provider (hcp) updated the pump after confirming all changes were correct and the message still appeared 27 minutes later. Hcp listened to the pump as a flex dosing bolus started and thought she heard the ticking sound of the pump. Drug delivered via the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the pump found no anomaly. The reporter may have confused the non critical alarm "pump stopped due to safety count" with the critical alarm "safe mode". Pump stopped due to safety count is a safety interlock used to keep the motor from running indefinitely when programmed and certain rates. Final analysis found the pump was operating as designed.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was programmed to minimum rate "for some time now"; it was believed to be minimum rate since approximately (B)(6) 2012. It was additionally reported the safety count alarm was a non-critical alarm that usually did not indicate pump failure. The pump logs showed that the alarm did not occur after the one time in (B)(6) 2011. The pump was replaced. It was added that the patient experienced increased spasticity related to the pump event. The cause of the event was reported as related to a motor stall but the reporter did not know details of this. It was further noted the pump had a programming issue: "stated 'pump stopped' due to safety count". Following the replacement, the patient outcome was reported as recovered without sequelae.